Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump passed basic occlusion test and displacement test. However, insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, belt clip, cracked battery tube threads and corroded battery tube.

Event description:
It was reported that the customer's insulin pump was stuck in a prime/rewind loop. His blood glucose was 123 mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.